Event description:
It was reported that (1) device was used during a colon resection. It was reported by the rep that the tx60g instrument was very difficult to close on tissue. After finally able to close the closing trigger, the surgeon heard a loud cracking sound. The instrument would not fire staples. There was no consequence to the patient.